Event description:
It was reported by the customer that during a phaco procedure, a patient experienced a choroidal hemorrhage on the right eye (oculus dexter) od. During the last patient of the day, which was the 9th case. The procedure was routine and progressing well until the physician observed a very shallow anterior chamber and a firm globe while attempting to remove the cortex. Physician subsequently called for the on-call retina surgeon, who performed a posterior surgery to address the issue. The cause of the choroidal hemorrhage remains unknown, and there were no issues reported with the first eight cases.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that the device manufacturer date information was incorrect on the initial medwatch report. The following section has been updated accordingly. Section h4. Device manufacture date, jan 12, 2024 additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.